Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: the clip would not come out properly. It could not be removed from housing. Additional resection of tissue was required to remove the clip. Another device was used. No bleeding occurred. Nothing fell into the pt cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).